Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in the patient line of a cassette. This was found during priming of the device. The patient restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, a hole in the tubing was noted by the reporter and that is known to cause a leak. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.